Event description:
Initial information reported by a consumer to a physician and received by sanofi-aventis via adverse event reporting form on 24-may-2010: a currently (B) (6) female received injectable poly-l-lactic acid (sculptra) [lot # and expiration date unknown] and two years later, developed multiple nodules in her face (dose amount, indication and therapy dates unspecified). A biopsy revealed sterile granuloma abscess and corrective treatment included triamcinolone acetonide (kenalog) which are making the nodules smaller. The event remained ongoing at the time of this report. Medical history provided as hyaluronate sodium (euflexxa) injected into her knee two to three weeks before she experienced nodules. Concomitant medications not reported. No further relevant information reported.